Event description:
The patient was reported to have passed away on (B)(6) 2012 from an unknown cause. The relationship between the death and vns therapy is currently unknown. An attempt has been made to get additional information from the physician; however, it has been unsuccessful to date. Attempts have been made to get a copy of the patient's death certificate; however it is unknown if it will be released. A programming history review was performed and no anomalies were observed. No additional information has been provided.

Event description:
A copy of the patient's death certificate was received which indicated that the patient's cause of death was liver cancer. Follow up with the physician has been unsuccessful and no additional information has been provided on the death or cancer. Follow up with the funeral home found that the patient was cremated so his device would have been removed; however the device would have been sent to a medical waste facility for disposal.